Event description:
Senseonics was made aware of a hypoglycemia event. Patient reported that the event occurred on 30-november-2021 at around 2:11 am where sensor reported 140 mg/dl and the blood glucose (bg) measurement was 75 mg/dl. Patient was symptomatic (slightly shaky). Patient complained to have not received low glucose alerts or transmitter vibrations because the sensor glucose (sg) value did not cross the low alert threshold which was set at 75 mg/dl. Patient did not require any medical attention and was able to resolve the incident on his own.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis on the user's data available in data management system (dms), the sensor performance was degrading rapidly and following the reported event on november 30, the system asserted estimated days remaining alert (error code 44) on december 1, 2021. The system did display a temporary mismatch between the sensor readings and the fingerstick measurements , however, the sensor performance also demonstrated the inherent lag in the sensing technology of the sensor glucose and the sensor glucose did catch up to the calibration (capillary) entry within 3-4 sensor readings. The sensor reading crossed the low alert threshold of 75 mg/dl at 2:30 am cet, and the system should have asserted the hypo alert. At this time, the hypo alert could not be confirmed since the alerts were not synced between 1:03 am cet to 5:35 am cet on november 30, 2021. Following the event, the user did not want to continue with the eversense system. As a result, no additional data was available to further investigate the complaint.